Event description:
The customer reported low blood glucose. Customer mentioned having issues with sensor glucose versus blood glucose, calibration errors and change sensor. Customer stated does not want to troubleshoot and just reported about her blood glucose of 45 mg/dl. Customer treated by eating. Customer does not want to troubleshoot for low blood glucose and stated that she changed her sensor and blood glucose became 98 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.